Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: the cartridge cap was not returned with the pump. No moisture observed in the cartridge compartment. The cartridge compartment is damaged near the threads. A test cartridge cap is able to secure to the pump. Leak test fails due to the damage to the cartridge compartment. Removed pump cover; no evidence of internal moisture was observed on the pcb or internal components. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.